Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the insturment and found no cause for the problem. The instrument was inpsected, tested without further problem, and returned to service.